Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy 1 pump was returned for analysis. Visual inspection performed, and product found with good with scratched screen. Event history log review was performed and found evidence of reported problem. According to the investigation, the device was started in application, and no problems found with beeping. However, the downstream sensor will be replaced as a preventive measure.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beep with no cassette. No patient involvement reported.